Manufacturer narrative:
A cryoballoon was not used during this procedure. The device from the original procedure was not available, therefore, no device investigation was performed. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The physician reported that the stricture was procedure related. Stricture successfully dilated to 16mm with 16mm using a savary bougie.

Event description:
C2 therapeutics became aware of adverse event on (B)(4) 2018 on a clinical study patient. - patient was initially treated with cryoballoon ablation system on (B)(6) 2017. - on (B)(6) 2018 patient presented with complaints of dysphagia. Patient underwent endoscopy and mild stenosis was found, passable with endoscopy stenosis was dilated to 16 mm using a savary bougie. No further treatment planned unless dysphagia symptoms return.